Manufacturer narrative:
Batch review performed on 09 october 2018; lot 150343: (B)(4) items manufactured and released on 23 april 2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain 3 years after primary. The surgeon determined that the patient was loose. The cause of the loosening is unknown. The surgeon revised the tibia and insert. The surgery was completed successfully. New implants used: revision tibial tray (ref. 02.07.0682r lot 176136) and 20 mm insert (ref. 02.07.0220fuc lot 145639).